Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack all over it. No harm requiring medical intervention was reported. The device will be returned for analysis.